Event description:
It was reported that cadd- pump kit, cadd -ms3 pump alarms low volume early (under-delivery). No patient injury reported.

Event description:
It was reported that the pump is casing the patient to have shortness of breath, veins get dilated, and pump reports the wrong volume of medication than. What is in the syringe? Patient reports he usually has these symptoms only when using this pump. Per patient prescriber suggested pump might be pushing in more medication, than what was programmed. Doctor suggested patient has pump replaced. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Corrections: b5 statement updated to over delivery. H6 (event problem device code): updated to reflect over delivery.